Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, dried blood was confirmed within the iabc helium pathway. The iabc was returned with combined damage and the cause of how the blood entered the helium pathway was unable to be determined due to the returned state of the device. The damage and findings included bladder leaks, bends/kinks to the device, a damaged and broken central lumen and further damage to the distal end of the bladder. The returned iabc was too damaged to analyze further. The root cause how the blood entered in the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient. The patient has been in the unit for five days when the staff noted blood in helium drive-line tubing. As a result, the iab was removed. The patient was stable on minimal support drugs. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient. The patient has been in the unit for five days when the staff noted blood in helium drive-line tubing. As a result, the iab was removed. The patient was stable on minimal support drugs. There was no report of patient complications, serious injury or death.